Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a microsensor was implanted on (B)(6) 2021 and worked normally during the procedure. Once the patient was transferred to ICU, the microsensor showed 500mmhg. The physician stopped monitoring and retrieved the microsensor.

Manufacturer narrative:
The microsensor catheter was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the catheter was evaluated, and the following observations were noted: no visible damage to the millar sensor; sensor balance is unstable and cannot be adjusted; icp express reads ¿zeroing error¿; no testing possible. Root cause - the complaint was confirmed in the failure analysis. Per the supplier, the likely root cause is use error. The sensor ohms are in spec, but the balance cannot be adjusted. This anomaly could possible be attributed to esd (electro static discharge) exposer.

Event description:
N/a.